Event description:
It was reported that the instrument was used in a laparoscopic gastric bypass. The instrument stopped working. A clear consistent tone was heard when the instrument was activated. The display showed: instrument problem. The instrument was changed and the operation was conducted without further problems. There was no adverse pt consequence.

Manufacturer narrative:
Blade damage/tip off. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occured from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.